Event description:
Additional information was received that the patient had sleep apnea prior to vns and the sleep apnea is no way related to vns.

Event description:
It was initially reported in clinic notes that the patient was being treated for sleep apnea. It is unclear is the patient has a history of sleep apnea or is the sleep apnea is related to vns. Good faith attempts for more information have been unsuccessful to date.